Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl with numbness in fingers and feet. Cause was not known. A correction injection and supply change was performed to address bg. Custome continued to use the pump for insulin therapy.